Event description:
Before the quantum maverick monrail ptca catheter reached the proximal left anterior descending (lad) coronary artery lesion, the shaft kinked. The procedure was successfully completed with another device. No patient injuries or complications were reported. Patient status is reported as "satisfied/good'.